Manufacturer narrative:
On (B)(6) 2016 08:10 am (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4). A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
The hcu heated beyond the set temperature. No error message or an alarm was indicated. No patient was involved, the malfunction was detected during maintenance / service. (B)(4).

Manufacturer narrative:
A maquet field service technician was on site and investigated the unit. The technician found a defective 3-way valve and replaced the same. The unit was tested to factory specifications. All tests were performed successfully. The manufacturer requested the defective 3-way valve for further investigation. But the valve has been scrapped and is therefore not available.

Event description:
(B)(4).